Event description:
It was reported that during a cardiac ablation procedure, a vagal response was observed during ablation of the left superior pulmonary vein and right superior pulmonary vein, which presented as a 2:1 block and required atrial pacing. No other patient complications have been reported as a result of this event. It was later reported that the case was completed with pulsed field ablation.

Manufacturer narrative:
Continuation of d10: product ID: pscc100 product type: catheter product ID: non-medtronic product type: sheath product ID: non-medtronic product type: catheter product ID: non-medtronic product type: catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.